Event description:
It was reported that the tip of the jaws got bent during use. Therefore, the applier was replaced with a new one. Nothing fell remained in the patient. The applier was purchased by the hospital within 1 year.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a 50 pc. Lot in march of 2019. The returned sample was evaluated and found that the tube assembly is bent open damaged at the jaw end and the jaw pivot pin is pulled thru one side of the damaged outer tube assembly therefore we are able to validate this complaint since this instrument is unusable in its current condition. We are unable to determine what caused the tube assembly to become damaged in the field but mishandling at the end user's location is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line at this facility.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the tip of the jaws got bent during use. Therefore, the applier was replaced with a new one. Nothing fell/remained in the patient. The applier was purchased by the hospital within 1 year.